Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implanting procedure, the cardiac resynchronization therapy pacemaker's (crt-p) atrial channel malfunctioned. The crt-p exhibited a pacing problem, a sensing problem, and noise on the electrode. The crt-p was not implanted. No patient complications have been reported as a result of this event.